Event description:
The customer reported false positive reactions with anti-a and anti-b of ih-card abo/d (dvi-)+rev a1, b on ih-1000. The customer suspected a carryover respectively a contamination. The customer announced to ship the patient sample that caused the false positives for investigatinal testing. We are still waiting for the patient sample to arrive. The customer did not return the complaint sample ih-card abo/d(dvi-)+rev. A1, b for investgational testing. Therefore, our quality control laboratory tested their retention sample of the affected lot. This investigation is still ongoing. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot. Date files of the affected ih-1000 instrument were requested for further analysis. The analysis of the received databases and log files is still ongoing.

Manufacturer narrative:
This is our initial report on this incident.

Event description:
The customer reported false positive reactions of one patient sample with anti-a and anti-b of ih-card abo/d(dvi-)+rev a1, b on ih-1000. The daily journal provided by the customer showed false positive reactions in the anti-a, the anti-b and the control well. The customer suspected a carryover respectively a contamination caused by a patient sample with identified anti-d, anti-c and anti-m. The customer did not return the complaint sample for investigational testing but two patient samples. Both contained only plasma and no red blood cells. Furthermore, they were grossly hemolytic. Due to the missing of red blood cells they could not be tested on the retention sample of the ih_card abo/d(dvi-)+reva1,b. Therefore our. Quality control laboratory tested the retention sample of the supposedly defective lot with known donor samples on the ih-1000. All positive and negative reactions were correct. We did not observe any false positive reaction. Furthermore, the retention sample was visually checked for correct filling height, intact sealing, and homogeneity of gel. All acceptance criteria were met. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot. The customer provided data files of the affected instrument for analysis. The distribution sequence of the red blood cell suspension showed that the sample "(B)(6)" was distributed before the sample "(B)(6)". #(B)(6) (te) is a sample of the patient suspected of causing the carry over we could suspect that the serum (anti d) of the sample "(B)(6)" sticked on the needle and reacted with the rbc of the sample (B)(6)". It could explain the false positive on the blood group and control well. Based on the investigation of the data it was highly suspected that the patient sample with the antibodies caused the false positive reactions. It could be verified that this sample was distributed before the sample that showed the false positive reaction. In case of a carry-over or contamination caused by an antibody we would like to refer to the corresponding trouble shooting guide. Furthermore, in the case of false positive reactions, we strongly recommend the following: following: - replace the needle if it was bent or damaged - the adjustment of the needle centring relatively to the ih card wells must be performed for all position in the pipetting area. - control and adjust the diameter of the hole pierced ih card. It must be centred and checked by the diameter tools. - check the ih card pin piercer, please replace it if it was damaged or presents some smudge in the surface. -control the washing pot, it must be clean inside, and the used liquid (system liquid) must be correctly evacuated. Check the rinsing step. -finally, perform a weekly maintenance and qc test. Nevertheless, we would also like to refer to the following point of the chapter limitations of the instruction for use: false positive reactions might occur due to patient's medication (e.g. Antibiotics, plasma expanders of high molecular weight).

Manufacturer narrative:
This is our final report on this incident.